Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient was at a clothing store and when going through security some tags had been left on items and the alarm was going off while she was standing there. The patient stated that all of a sudden, her device flew on high and put her on her knees. The patient was in shock because she didn¿t know the device would turn on like that. The patient felt the stim go the highest between her vagina and anus, and she smelled burnt wires. The patient didn¿t go to church the next day because she was feeling a weird sensation in the bike seat area, and said it felt like the device burnt her. The following monday patient had a uti test which came back negative. It was burning when she urinated so they cultured for uti. The patient said it was still burning and hurting. The patient was going to be seen again on (B)(6) 2018 to figure out how badly the device burned her. Patient was still having urgency. No further complications were reported or are anticipated.

Manufacturer narrative:
Correction: patient code(B)(6) does not apply and was removed.if information is provided in the future, a supplemental report will be issued.